Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition with no physical damage, and the lock was stuck. Service history review identified that the device has not been in before for repair related to the customer stated problem. A functional check could not confirm the customer's reported issue. The pump's downstream occlusion (dso) sensor works within specification. It is unknown what the cause of the customer's reported issue was. The dso sensor was calibrated as a precaution.

Event description:
It was reported that the pump has alarmed for high occlusion pressure. There was patient involvement, and the patient was not injured. The pump was changed, and the issue was resolved.